Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied.

Manufacturer narrative:
The device was received deployed. Data obtained from the device generated an 0xd6 alarm indicating low voltage detection. No time outs or drive stalls were observed in the device data. The data also showed that the device was deactivated at 51 pulses indicating the device was deactivated before the second prime could be completed. During investigation, contamination was observed on the commutator cap. Corrosion was also observed on the pcb. Multiple attempts were made to obtain shelf mode current but all were unsuccessful. It could not be determined if the smc was within specification. The cause of the needle mechanism deploying early as reported could not be definitively determined.